Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia, and a right ventricular (rv) lead fracture was confirmed. A temporary lead was initially implanted, then the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.